Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 502mg/dl. The customer states they treated with manual injections. The customer declined to troubleshoot for the high and states the pump is functioning as designed. The customer was advised to call back when issues arise.